Event description:
It was reported that while doing a primary mid shaft femur fracture the t-20 screwdriver broke while putting in the screw. The head of the screwdriver broke off.

Manufacturer narrative:
The reported event that one of the reported devices broke or snapped off could not be confirmed. The returned instruments are undamaged. Based on investigation, the root cause of the determined event was attributed to a user related issue. The failure was caused by an assembling/handling issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that while doing a primary mid shaft femur fracture the t-20 screwdriver broke while putting in the screw. The head of the screwdriver broke off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.